Event description:
Patient's pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Patient had software update for advisory on [redacted]. Remote alert on [redacted]-1 week later for voltage too low for projected remaining capacity. Confirmed with boston scientific tech services; recommendation to do generator replacement within 60 days. Patient had pacemaker generator change done [redacted]-approximately 5 weeks later.